Event description:
Upon receipt of additional information, it was determined this product has been previously reported under a different MFR. This report should be voided and reference 3002806535-2024-00416 for all event and investigation information.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product has been previously reported under a different MFR. This report should be voided and reference 3002806535-2024-00416 for all event and investigation information.

Event description:
It was reported that a patient underwent a hip revision the same day as implantation due to malpositioning of the head component. When the surgeon brought the patient back to the operating room it was noticed that the head component had fractured. The head and bearing were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: 1100310000 ¿ bearing ¿ 66380524, 110024464 ¿ g7 dual mobility liner ¿ 66873236, 010000664 ¿ g7 shell - j7790006, 51-104120 ¿ taperloc stem - j7668519. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.